Event description:
It was reported that the right ventricular (rv) lead triggered the following alerts: a lead integrity alerts (lia) for high rate non -sustained episodes and sensing integrity counter (sic), a rv lead noise warning, and a high undefined out of range (oor) rv pacing impedance warning. Possible oversensing was also noted on stored electrograms (egm), and chronically low r waves were noted.  An rv lead fracture was confirmed.  The lead was capped and replaced.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.